Event description:
The technician alleged that the nurse call function was not working on the bed. No pt impact.

Manufacturer narrative:
The technician found the sidecom cable was torn and damaged. The technician was unsure how the damage had occurred. The technician replaced the sidecom cable to resolve the issue.